Event description:
It was reported that the catheter was broken. The target lesion was located in the tortuous and non-calcified vessel. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the proximal end of the guidezilla ii broke. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported.